Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was explanted.

Event description:
It was reported that a loss of capture and an increase in impedance were observed. The lead will be monitored and will be replaced when the ICD battery depletes.